Manufacturer narrative:
Reported event could not be confirmed. Device was not returned so no product evaluation could be conducted. Review of photographs of the explanted devices found no noticeable damage. DHR was reviewed and no discrepancies were found relevant to the reported event. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in associated risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date implanted - approximately 8 years ago. Concomitant medical products: biomet m2a magnum taper catalog#: 139256 lot#: 537200 (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. 0001825034-2017-02238, 0001825034-2017-02099.

Event description:
It was reported that patient underwent a hip revision procedure approximately 8 years post-implantation due to pseudotumor. Attempts to obtain additional information have been made, but no more is available at this time.